Manufacturer narrative:
Qn#: (B)(4). A visual, dimensional, functional, inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product visistat 35w 6/box lot #73a2100570 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
The staple was jamming. The product has been thrown away.